Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause for the reported too aortic final valve positioning and subsequent pvl cannot be confirmed; however, it appears that the event was related to patient and procedural factor. According to the information provided there was loss of pacing capture during valve deployment. In addition, pre-deployment the valve had been placed more aortic (60:40) to prevent the long native leaflets from overhanging above the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Per the edwards lifesciences field clinical specialist report, in a transapical tavr procedure the 26mm sapien valve position post deployment was too aortic (70:30 aortic) and a valve in valve procedure was performed. Pre-deployment the valve had been placed more aortic (60:40) to prevent the overhang of the patient¿s long native valve leaflets. Pacing capture was lost during deployment and the final valve position was more aortic than intended. There was a 1-2+ perivalvular leak (pvl) noted and it was decided to deploy a 2nd valve in a lower position. The 2nd valve resolved the pvl. The patient was stable throughout the procedure. Per report: by tee the diameter measured 24mm for the aortic annulus and 28mm for the sinotubular junction (stj). The calcification degree was considered to be moderate for the aortic valve leaflets and mild for the aortic root; there was no calcification of the mitral valve annulus. Before tavr procedure the patient had a left ventricular ejection fraction of 50%. The coaxial alignment of the delivery system and valve, and the imaging intensifier angle were considered to be good. The patient¿s ventilation was held during deployment.